Manufacturer narrative:
4110: a lens work order search has been performed: no similar complaints within associated lots were found. Manufacture narrative: secondary intervention to remove and replaced the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. Reportedly, "patient's lenses need to be replaced because they are small. "They have rotated, and the patient is experiencing discomfort." The lens was removed and replaced with a longer length lens.